Manufacturer narrative:
A partial lead was returned in three portions for analysis. Visual inspection noted three external insulation abrasions breaching the outer insulation and exposing the outer coil and the cable at the proximal region of the lead on connector portion and the middle portion which is consistent with friction to the device can with no damage noted to the exposed cable. All other damages found are consistent with procedural damage. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the atrial lead, right ventricular lead, and left ventricular lead were explanted for an unknown reason. No other information was available.